Manufacturer narrative:
It was reported that fortify cage was placed into the patient in (B)(6) 2025. On 19 mar 2026 patient heard a "clunk" and the cage that was expanded had collapsed. The patient was taken back into surgery and a new fortify cage was placed. The part was returned. The rep said the inserter was used to explant the fortify core which makes this investigation indeterminate. Upon further investigation and a micro-CT scan, the "nub" of the titanium leaf spring is rounded which is causing it to not function as intended. The core can be collapsed and expanded by hand but only with a great amount of force. The DHR for the provided lot number was checked and no deviations were present. The complaint is indeterminate as the root cause of this malfunction cannot be determined from the given information. A risk reconciliation was performed and confirms that the type and frequency of this failure is captured in our latest risk analysis.

Event description:
It was reported that a fortify cage was placed into patient in (B)(6) 2025. Then on (B)(6) 2026 patient heard a "clunk" and the cage that was expanded had collapsed. The patient was taken back into surgery and a new fortify cage was placed.